Event description:
Vns pt had 20/20 vision before initiation of stimulation, but after stimulation was initiated, the pt experienced left facial swelling and lazy left eye which has affected their 20/20 vision. Treating neurologist reportedly referred the pt to an eye specialist. Further follow-up with neurologist revealed that the pt was diagnosed with "left horner's syndrome secondary to surgical intervention" and that their condition was unchanged. Neurologist indicated that he believes that the pt's condition is related to the vns implant surgery. No intervention has been taken and none is planned at this time. Neurologist is reportedly waiting to see if the problem resolves spontaneously. It was later reported that the pt had developed constant hoarseness. The pt was evaluated by neurosurgeon who reportedly believes that the hoarseness is related to swelling and will subside.